Manufacturer narrative:
Two cartridges were returned together in a small baggie inside the opened lens carton along with the associated lens. The lens was in the lens case. Sample #1: viscoelastic was dried in the cartridge. The tip has heavy stress lines. A long large aneurysm was observed along the anterior of the tip. The cartridge showed evidence of being placed into a handpiece. Sample #2: viscoelastic was dried in the cartridge. The nozzle was cracked along the anterior beginning prior to the parting line. The damage extended into the thinner tip area and the tip has split. The split damage became an aneurysm and has torn apart at the tip exit. The tip has heavy stress lines. The cartridge showed evidence of being placed into a handpiece. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated handpiece and viscoelastic information was not provided. It is unknown if a qualified combination of products were used with the qualified lens/cartridge combination. Root cause: extreme cartridge tip damage was observed. The root cause for the reported event could not be determined. The returned cartridges had nozzle and tip damage. One cartridge with the large aneurysm may suggest the lens was not in the proper position for advancement per the dfu. The second sample cartridge had the cracked nozzle damage that splits as it extends into the thinner tip area. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratched intraocular lens (iol) and a cracked cartridge. Additional information is requested. There are two related reports for this event, this represents the cartridge and an additional report was previously sent for the iol.